Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in 2009, that a wallstent enteral endoprosthesis was used during a colonic stent placement procedure. According to the complainant, the stent was originally placed in the sigmoid colon as a palliative measure for cancer until the patient could undergo a colectomy. When the patient returned and the colectomy procedure was performed, the site found that one of the stent struts had perforated the patient's bowel. The patient at the conclusion of the procedure was reported to be doing well.

Manufacturer narrative:
(Stent strut perforated bowel). These codes were selected by the manufacturer based on the information obtained from the user facility. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The stent implant and explant dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.